Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical services due to low blood glucose on (B)(6) 2018 with blood glucose of below 70 mg/dl. The customer reports that they had been experiencing low blood glucose and that their family called emergency services. The customer does not know how they were treated by emergency services but was provided milk as treatment once they woke up afterward. The insulin pump was not in auto mode during the incident. The insulin pump will not be returned for analysis.